Event description:
A technician reported patient with mild superficial punctate keratitis of the right eye at eight day lasik post-operative visit. At visit patient complained of dry eye and eye was "kind of sensitive". Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).